Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. Two 2.00mmx12mm emerge balloon catheters were used in a procedure non-simultaneously. However, when the device was advanced into the guide catheter, the shaft snapped outside the patient's body. It happened on both devices. The procedure was completed with the same device. No patient complications were reported and the patient's status was fine. Returned product consisted of an emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 22.6cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.